Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous, ongoing low blood glucose (bg) levels. Customer's bg level was 50 mg/dl. Customer received assistance from husband and sister and was provided food, drinks, and glucagon injection. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: a total of 10 low event was detected within the specified date and time range. A low event is defined as a glucose less than 54 mg/dl in a 2-hour period. The results of the investigation for this event is included below. Continuous glucose monitor (cgm) value of "low" (indicating below 40 mg/dl) mg/dl was recorded at 03:26:09 am to 03:31:09 am on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 39 was enunciated at 03:26:09 am on (B)(6) 2020. A user initiated tubing fill of size 10.55 units was observed at 8:29:57 pm on (B)(6) 2020. If the user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. The user made the following bolus request(s) while having insulin on board (iob): time: 11:15:19 pm date: (B)(6) 2020 iob: 0.54 requesting a bolus with iob may lead to a low glucose event. Continuous glucose monitor (cgm) value of "low" (indicating below 40 mg/dl) mg/dl was recorded at 5:16:10 pm on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 39 was enunciated at 5:16:10 pm on (B)(6) 2020. The cause of the low bg could not be determined based on the review conducted. Continuous glucose monitor (cgm) values of "low" (indicating below 40 mg/dl) to 48 mg/dl were recorded at 06:36:10 am to 06:51:10 am on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 39 was enunciated at 06:36:10 am on (B)(6) 2020. A user initiated tubing fill of size 10.18 units was observed at 11:54:32 pm on (B)(6) 2020. A user initiated tubing fill of size 10.18 units was observed at 11:57:18 pm on (B)(6) 2020. A user initiated tubing fill of size 10.18 units was observed at 12:02:13 am on (B)(6) 2020. A user initiated tubing fill of size 10.18 units was observed at 12:06:48 am on (B)(6) 2020. A user initiated tubing fill of size 10.18 units was observed at 12:11:44 am on (B)(6) 2020. A user initiated tubing fill of size 10.18 units was observed at 12:13:14 am on (B)(6) 2020. If the user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. The user made the following bolus request(s) while having insulin on board (iob): time: 04:27:17 am date: (B)(6) 2020 iob: 0.93 requesting a bolus with iob may lead to a low glucose event. Continuous glucose monitor (cgm) values of 52 to 53 mg/dl were recorded at 3:16:14 pm to 3:26:14 pm on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 53 was enunciated at 3:16:14 pm on (B)(6) 2020. The user made the following bolus request(s) while having insulin on board (iob): time: 11:48:22 am date: (B)(6) 2020 iob: 0.87. Time: 1:00:30 pm date: (B)(6) 2020 iob: 0.47 requesting a bolus with iob may lead to a low glucose event. Continuous glucose monitor (cgm) values of 50 to 52 mg/dl were recorded at 1:16:14 pm to 1:36:14 pm on (B)(6) 2020. Continuous glucose monitor (cgm) values of 49 to 52 mg/dl were recorded at 1:51:14 pm to 1:56:14 pm on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 51 was enunciated at 1:16:14 pm on (B)(6) 2020. The cause of the low bg could not be determined based on the review conducted. Continuous glucose monitor (cgm) values of 42 to 50 mg/dl were recorded at 1:21:15 pm to 1:46:15 pm on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 54 was enunciated at 1:16:15 pm on (B)(6) 2020. The cause of the low bg could not be determined based on the review conducted. Continuous glucose monitor (cgm) values of 46 to 53 mg/dl were recorded at 11:31:15 am to 11:56:15 am on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 53 was enunciated at 11:31:15 am on (B)(6) 2020. The cause of the low bg could not be determined based on the review conducted. Continuous glucose monitor (cgm) value of 48 was recorded at 10:36:17 am on (B)(6) 2020. Continuous glucose monitor (cgm) values of 51 to 53 mg/dl were recorded at 10:46:17 am to 10:56:17 am on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 54 was enunciated at 10:31:17 am on (B)(6) 2020. The cause of the low bg could not be determined based on the review conducted. Continuous glucose monitor (cgm) value of 52 was recorded at 3:41:18 pm on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 52 was enunciated at 3:41:18 pm on (B)(6) 2020. The user made the following bolus request(s) while having insulin on board (iob): time: 12:58:22 pm date: (B)(6) 2020 iob: 0.81 requesting a bolus with iob may lead to a low glucose event. Continuous glucose monitor (cgm) values of 49 to 52 mg/dl were recorded at 10:46:25 pm to 11:01:28 pm on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 52 was enunciated at 10:46:25 pm on (B)(6) 2020. A 120% temporary basal rate was initiated by the user with a duration set to 15 min was observed at 8:23:56 pm on (B)(6) 2020. Initiating a temporary rate greater than 100% without consulting an hcp could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.